Manufacturer narrative:
The internal reference number is svn: (B)(4). Eval summary: used device: six used samples were returned for eval. The used devices were visually inspected and found to be humid at the membrane of the reservoir connectors. A flow and leak test were performed and the used devices were found to be clogged in the reservoir connector needle. A reservoir connector vent test was performed and the used devices were found to be clogged in the vents. Unused devices: ten unused samples were returned for eval. The unused devices from lot 8201001 were visually inspected, and one unused device was found to be humid in the membrane of the reservoir connector. A flow and a leak test were performed to the unused devices, and found to be within product specifications. A reservoir connector test was performed on the unused devices and one unused device was found to be clogged in the vents. Reference samples: the retained samples were visually inspected, flow and leak tested and no anomalies were observed. All retained samples were found to be within specifications.

Event description:
Pt stated low blood glucose, since she changed to a infusion set from lo 8. She stated that the infusion set seems to deliver too much insulin. Pt does not prime her set while she is connected.